Manufacturer narrative:
The customer reported that when monitoring a pt they lost the pads ECG waveform and had to re-charge to deliver the shock. There was no impact to the involved pt. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when monitoring a pt, they lost the pads ECG waveform and had to re-charge to deliver the shock. There was no impact to the involved pt.